Manufacturer narrative:
(B)(4). Failure to follow steps/instructions. It was reported the guide wire was not removed before attempting to deploy the proglide. The device was not returned for analysis. The reported difficult to remove, foot retraction problem and hematoma appear to be related to use technique and treatment appears to be related to procedure circumstance. The patient effect of hematoma is listed in the perclose proglide instructions for use (IFU) as a potential adverse event of use of the device. It should be noted that the perclose proglide IFU states: backload the device over the guide wire until the guide wire exit port of the device sheath is just above the skin line. Remove the guide wire before the exit port crosses the skin line. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional perclose proglide device referenced is filed under a separate manufacturer report number.

Event description:
It was reported that an arteriotomy closure of the calcified right common femoral artery was attempted using a proglide device with a 6fr sheath after an interventional procedure. Reportedly, an unspecified device failure occurred with the first proglide device. Another proglide was advanced and attempted to be deployed with the guide wire still in place. The feet were deployed and the device became stuck in the artery. After several attempts to pull out the proglide device, the foot eventually closed and the proglide was removed. A hematoma occurred and was treated with a femostop. Another hematoma occurred. The femostop was adjusted to treat the hematoma and achieve hemostasis. There was a clinically significant delay in the procedure and therapy. The physician is reported to be trained in the use of the proglide device. No additional information was provided.